Manufacturer narrative:
Siemens is in process of evaluating the event. The root cause for the event is unknown.

Event description:
The customer alleged that instrument reported falsely low sodium result when compared to an alternate instrument. There was no report of injury due to this event.

Manufacturer narrative:
The data file for instrument number 35416 were reviewed by the siemens manufacturer and the data indicates that there is evidence of benzalkonium interference during the use life of the cartridge, including the time the suspect sample was analyzed. Benzalkonium is a known interfering substance as listed in the rp500 operator's manual. The source of the contamination should be investigated and eliminated.